Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient developed an irritation under the therapy electrodes. The patient's physician recommended the patient use gold bond cream. In follow up, the patient reported that the skin irritation was improved.